Event description:
It was reported to philips that during a cerebral angiography, the system did not work properly, and an error occurred. No further information regarding what the alleged failure was, has been provided to date. The report indicated that due to the nature of the procedure, the physician did not want to move the patient to another system. The procedure was completed after three system restarts, resulting in an alleged half hour delay. An investigation into this complaint has been initiated by philips.